Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that the switch did not work, there was abnormal sensitivity of the ultrasound images, abnormal appearance of the curved rubber adhesive part, scratches on the control unit, cable coating was peeling, there was evidence of internal flooding, and there was leakage caming from the operation part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced leakage between the light guide tube connector and the hand piece. The issue was found during reprocessing, and it was resolved when the customer tightened the tube. The device was still returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap in the tip adhesive, and a scratch on the ultrasound transducer. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap in the tip adhesive could not be determined. The scratch on the ultrasound transducer was physical stress such as dropping / knocking. Olympus will continue to monitor field performance for this device.